Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the nicu had a tubing leak at the access port junction closest to the patient.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing leaked at an unspecified location which occurred in the nicu. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a tubing leak was confirmed. Visual inspection found the set leaked at the engagement of the tubing-to-inlet port of the smartsite y-site. Functional and pressure testing was performed; the set leaked from the engagement between the tubing and top of the proximal y-site. The root cause of the leak was a manufacturing issue of bonding solvent applied to the engagement between the tubing and top of the proximal y-site.